Event description:
Customer reported a heparin over infusion due to possible user programming error. The intended programming was for a heparin bolus at 25 units/kg/hour to infuse over 10 minutes and then switch over to 6 units/kg/hour continuous infusion. The bolus infusion started at 1252 but when it ended the continuous infusion was switched over to 600 units/kg/hour instead of 6 units/kg/hour and a soft limit alarm was overridden. The 250ml heparin bag was found empty sooner than expected and the device was alarming for air inline. The patient received stat blood work and protamine was administered due to the over infusion. The patient is doing fine. Customer requests event log review from 1200-1400 on (B)(6) 2014. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. No devices received, log review only. The data set has been received and the event logs have not yet been received. A follow up report will be submitted with investigation results once the event logs are received and the evaluation is completed.